Event description:
The physician was attempting to use an amphirion deep otw pta balloon catheter to treat a short stenosis in a highly calcified tibial trunk and proximal peroneal artery. No abnormality in the initial inspection of the device. During the trans-operative angioplasty of lower limbs in the patient with severe occlusive arterial disease of the left leg, the amphirion deep balloon was passed via the femoral arterial. The balloon was advanced, and inflated to 6 atm. Fluoroscopy confirmed that the amphirion deep balloon burst without evidence injury to the patient. No patient injury or clinical sequelae reported.

Manufacturer narrative:
Evaluation results: related to operational context-event most likely procedural related, no issues noted during device inspection prior to use. Deformation problem-balloon deformation. Patient¿s condition affected effectiveness of device -severe occlusive arterial disease, highly calcified lesion. Conclusion: operational context caused or contributed to the event-event most likely procedural related, no issues noted during device inspection prior to use. Device failure/lack of effectiveness related to patient condition-severe occlusive arterial disease, highly calcified lesion.

Event description:
Evaluation summary: no traces of blood or radio opaque solution were detected on the device; however it appeared used as the balloon was unfolded and guide wire lumen elongated. An attempt to inflate the balloon was performed unsuccessfully due to a leakage detected on the surface. The balloon was analysed and a 20 mm of a balloon cut was detected, due to burst in the distal half of the balloon. No other abnormalities detected on the device

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation, results, conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).